Event description:
It was reported that the user experienced overnight low alarms after a supply change, with initial fingerstick values of 116 mg/dl and 95 mg/dl while the pump displayed approximately 53 mg/dl, later aligning with the cgm, followed by sustained hyperglycemia including a fingerstick of 522 mg/dl despite selecting ¿more than usual¿ for breakfast and treating with orange juice. Symptoms included hyperglycemia. Outcomes included troubleshooting and education for high glucose. Investigation included phone-based assessment and guided troubleshooting that led to a recommendation to replace the full supply chain (cartridge, connector, infusion set), confirm blood glucose after the change, monitor trends, and proactively replace the sensor. Investigation of this case revealed a concern for infusion site failure or insulin absorption issue leading to hyperglycemia, with initial discordance between pump and capillary glucose readings that later converged with cgm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.